Event description:
It was reported that the customer's insulin pump has a cracked and foggy display screen. Customer's blood glucose level at the time 80mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip. No moisture damage on keypad traces, under lcd screen, on electronic assembly or motor noted. No crack on display window or lcd glass noted.